Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed, and no anomalies were found. It was also noted there was blood on the helix mechanism.

Event description:
It was reported the lead dislodged. The lead was replaced. No patient complications have been reported as a result of this event.